Manufacturer narrative:
Other, other text: one syringe infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent condition. Motor not running error found in event history log of the complaint. Device underwent occlusion testing, and customer complaint was duplicated using same infusion rate as customer (300 ml / hr.). This was due to main pc board, noted to not be seated on extrusion grove. The problem source has been determined to be the customer, as customer must have replaced top case and bottom case and did not assemble main board properly.

Event description:
Information was received that device motor is not running, 20 plus alarm. No patient involvement.